Event description:
Customer reported erratic readings. He opened the bottle of test strips 2 weeks ago. He stated that some of the test strips seemed to perform accurately, but others gave results in the 10-30 mg/dl range. He performed three back to back readings and the results were 10 mg/dl, 133 mg/dl, and 27 mg/dl. All tests were performed within ten minutes. The code was set correctly in the customer's meter. The desiccant is in the bottle. The customer does not have any normal control solution, so a control solution test was not performed. A check strip test yielded a result of 78 versus a check strip range of 69-93. The customer was not willing to perform any tests with the rep. He stores the test strips in the kitchen.